Manufacturer narrative:
This report is being supplemented to provide additional information received from the end user and also based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the results of the investigation, it is likely the faulty cable led to the reported malfunction. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was further reported to olympus that the 4k camera head had a flashing (unspecified) error code and no image. The event was identified during preparation for use. The unspecified procedure was diagnostic. There was no report of a delay. It is unknown if the client was under sedation. The procedure was completed using another similar device. There were no other reported devices used in conjunction with the suspected product, and there was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation of a flashing error code was confirmed. The no image displayed on monitor due to faulty cable. Additionally, a faded label was found on the rear cover. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the 4k camera head had a flashing (unspecified) error code and no image. The event was identified during preparation for use. There was no report of patient harm associated with the event.